Manufacturer narrative:
It was reported to arjo by the end-user that the backrest section of the enterprise 5000x moved unintended without any actions given by the user. During movement, became obstructed by the corridor handle that led to bending of the bed frame and the head-end side rail bent. There was no patient involved. No injury was reported. The reported unintended movement was confirmed during functionality testing performed by the arjo technician and it was identified that the defective ¿up¿ button on the nurse handset caused this issue. It was decided to remove the bed from use permanently. In summary, the involved enterprise 5000x was not used with the patient when the backrest raised unexpectedly. The device evaluation revealed that the bed did not meet the manufacturer's specifications. The complaint was decided to be reportable due to unintended movement of the backrest section.

Manufacturer narrative:
The investigation is ongoing. The results of the analysis will be provided upon conclusions of the investigation.

Event description:
It was reported to arjo by the end user that the backrest section of the enterprise 5000x moved unintended without any actions given by the user. There was no patient involved. No injury reported.